Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified p2 segment. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in a pinhole form slightly closer to the tip from the center when inflated at 6atm for 3 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.